Manufacturer narrative:
(B)(4). Specific product information and sample availability are unknown at this time. Since the product code is unknown, there will not be a 510k number provided. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm occurred during initial drain and was not confirmed due to unavailable sample. The home patient (hp) checked the lines for air and stated that there was air in the patient line. However, a report of the air in line was not confirmed and a cause of the air was not determined. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A home patient (hp) contacted global technical services (gts) regarding a low drain volume (ldv) alarm during fill 1 of therapy on the homechoice (hc) unit. The hp stated there was a large amount of air bubbles in the patient line and alarm repeated. The hp requested to stop therapy. The hp further stated he/she was unable to reset up machine and would call the nurse for further assistance. The hp was unwilling to press any buttons for the technical service representative (tsr) to assist to end therapy. There was no report of injury or medical intervention.